Event description:
The user facility reported seeing a spark from the door area of the sterilizer. No injuries were reported to patients or hospital staff.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found the door heater cable was rubbing against a sharp edge of the sterilizer frame resulting in intermittent grounding/arcing and subsequently causing sparks. The technician replaced the door heater cable, and placed it in a position to prevent it from rubbing against the sterilizer frame. The technician also filed down the sharp edge of the sterilizer frame, tested the unit and placed it back into service. The unit has remained in use and no further issues have been reported with the equipment. The sterilizer is not under steris service contract and is currently maintained and serviced by a third party. Steris has completed a complaint analysis and has determined this to be an isolated event.